Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1067148; medical device expiration date: 2022-07-31; device manufacture date: 2021-03-08. Medical device lot #: 1313096; medical device expiration date: 2023-03-31; device manufacture date: 2021-11-09. Medical device lot #: 1284784; medical device expiration date: 2023-02-28; device manufacture date: 2021-10-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was poor barrier separation of sample and fibrins. The following information was provided by the initial reporter. The customer stated: "barricor tubes had a presence of "little white veil" in the plasma which caused obstructions on the beckman analyzers."

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was poor barrier separation of sample and fibrins. The following information was provided by the initial reporter. The customer stated: "barricor tubes had a presence of "little white veil" in the plasma which caused obstructions on the beckman analyzers."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. However the failure mode for poor barrier was not observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and poor barrier separation was not observed. 4 retained samples from each batch number: 1067148, 1313096, 1284784 were, therefore, drawn with horse blood. They were then centrifuged at 3000g for 5 minutes. No poor barrier was observed, all 12 samples separated as expected. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failures, poor barrier, fibrin strands, fibrin mass, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. This complaint has not been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.